Event description:
It was reported via repair work orders that the head end lift was stuck elevated and would not lower due to faulty cpu and lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.